Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic prostatectomy procedure, the surgeon console (sc) had a communication lost error. The team restarted the surgeon console, and the system resumed normal operation. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console prompted a 'communication lost' error during use. The surgeon console was restarted and the system resumed normal use. Upon checking, it was found that the surgeon master controller (smc) communication was lost once. The real-time communication cable was checked and reseated to resolve the issue. System checks were performed and passed. Evaluation of the logs indicated an instance of communication errors with the surgeon console display computer (scdc) scaler and the scdc graphic user interface (gui). This caused a system non-recoverable error, since communication was lost between the gui software and the main system controller (msc) computer. The loss of communication with the scdc node triggered a non-recoverable error for 'surgeon console computing node communication check'. The error bridge kept losing its client, which indicates an smc non-real time communication loss. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the surgeon console had a communication lost error. The surgeon console was restarted and the system resumed normal operation. There was no patient injury.